Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance. A technical support specialist informed that the issue was resolved by applying the latest lumidigm update. The lumidigm update package 1.3 release for enterprise server was installed, which corrected the problem successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identification was not functioned, and customer tried to reboot but issue remain the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.